Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to deliver a bolus, the recommended bolus amount was too large. Customer's blood glucose (bg) was 150 mg/dl. Tandem technical support verified customer's settings were accurate. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, the customer did not upload.